Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient¿s blood glucose on an unknown date was 500 mg/dl; no signs or symptoms of hyperglycemia were reported. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, and the patient remained on pump therapy. During troubleshooting, it was reported that air bubbles are not removed from the cartridge prior to use. There was no allegation or indication of a device malfunction. This complaint is being reported because the reporter health event was attributed to a use error.